Event description:
It was reported that the patient experienced tubing discomfort with this inflatable penile prosthesis (ipp). Also, the device was not working properly. The revision surgery was performed but boston scientific has been unable to obtain additional information regarding the patient outcome to date.